Event description:
The event involved plum 360 pump has under infusion while infusing levosimendan at a rate of 0.1 mcg per kg per minute. Which corresponds to 7.8 cubic centimeters per hour. After 24 hours of infusion, only 40 cubic centimeters of the infusion had been administered. A new formulation of medication was prepared for patient. There were a patient involvement and no patient harm.

Manufacturer narrative:
The suspected device was received for evaluation. Visual inspection was performed, and the device was found in normal operating condition. The event history log (ehl) was reviewed. The log review shows multiple distal occlusion alarms; the device was turned off by the user. Delayed response to distal occlusion alarms prevented the device from infusing continuously while powered on. During the specific periods the device was infusing, it did so correctly and within the allowed tolerance range. During customer protocol and product verification testing, the device infused correctly without technical failures or alarms. The reported event cannot be confirmed. The investigation found the cause was due to a series of distal occlusion alarms caused by factors external to the device, compounded by the device being powered off by the user.